Event description:
The customer reported to customer service that her transformer for her pump in style breast pump stopped working. The customer also reported that she has mastitis and the battery pack does not work as well as the transformer. The customer has discarded the transformer.

Manufacturer narrative:
A replacement transformer was sent to the customer. The customer reported that she has mastitis and her pump in style transformer that she purchased in 2009 is not working. She has a pump in style battery pack but feels it does not work as well as the transformer. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional info be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.